Manufacturer narrative:
The technician replaced both gas cylinders to repair the stretcher.

Event description:
Info received indicates that the head section will not move. The head of the stretcher is elevated about three inches.